Manufacturer narrative:
(B)(4). Batch # 102c67. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. No damage was observed on the jaws. The device was disassembled to verify the internal components and the articulation lock bar was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation lock bar. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 102c67, and no non-conformances were identified.

Event description:
Procedure: it was reported that during a lung procedure. The device could not be used due to articulating jaws being broken. Device was not used in patient, because it was broken when taken out of packaging.